Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
After completing da vinci-assisted surgical procedure, the customer reported that the cadiere forceps instrument jaws "seemed to be catching when moved." The initial reporter was unable to specify if the issue was identified intraoperatively or during inspection after the surgery. No fragment fell inside the patient. No injury reported.

Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have the grip cable crimp outside of its original position. It was not seated inside of the grips. As a result, the instrument could not operate properly.

Event description:
Refer to h10/h11 for follow-up information.